Event description:
A discordant, falsely low calcium (ca) result was obtained for one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on same instrument, resulting higher than the initial result. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse adjusted pressure and replaced the airknife. The fse ran quick checks and quality controls (qc), both of which were within acceptable ranges. The fse re-visited customer site and programed a system check on the instrument, which failed. The fse replaced reagent probe 1, after which the system check was acceptable. The fse again ran a quick check and qc and both passed. The cause of discordant falsely low ca result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.